Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The inspection of the lead revealed a damaged insulation at 18 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was found fractured. These findings can be considered as the root cause for the high impedance measurements mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore cuts in the insulation were noted which most likely occurred during the explantation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted due to a suspected conductor fracture. Impedances were greater than 2500 ohms in bipolar.